Event description:
It was reported that the valve was obstructed.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage. It met all specs for pressure flow and preimplantation testing. The valve showed no signs of occlusion. The conditions of the complaint could not be duplicated. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.